Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements greater than 200 ohms and increased pacing threshold measurements. Damage to the shocking electrode was suspected, however, was not confirmed. An invasive procedure was performed. The lead was explanted and replaced. This crt-d remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.